Event description:
It was reported that the account opened a exeter intramedullary plug for use and the box was empty. It was reported that there was no plug just stickers and IFU.

Manufacturer narrative:
If any additional information become available, the evaluation summary will be submitted in a supplemental report. Product not returned to manufacturer.

Manufacturer narrative:
An event regarding missing bone plug and sterile blisters from the pack involving an exeter bone plug was reported. The event was not confirmed. This event relates to a packaging issue, and the component was not implanted. Device evaluation and results: a photograph of the exeter im plug unit carton was provided. The photograph shows the opened unit carton (without shrink wrap) and the patient labels. Device history review: DHR review was satisfactory, including label and unit reconciliation throughout the packaging process. Complaint history review: chr review confirmed that there were no other similar events reported for this lot. Conclusions: review of this customer complaint with steripack and the relevant supplier quality engineer was performed. The investigation concluded that the probability of packaging an empty box as part of the plug packaging process at steripack was deemed to be negligible. The investigation concluded that the process controls, checks and reconciliations that occur throughout the packaging process would prevent such an event from occurring.

Event description:
It was reported that the account opened a exeter intramedullary plug for use and the box was empty. It was reported that there was no plug just stickers and IFU.